Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) battery is swelling. It was also reported that the pdm is not holding charge. The patient also noted that the pdm was getting warm to the touch.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
The user reported the pdm battery is swollen, not holding charge, and the device is heating up. The returned battery was not observed to be swollen. The device did not initially power on using the returned battery. The device was allowed to charge using the returned battery and powered on with no issues. The device was not observed to heat up while charging. Inspection of the log files found no signs of the device overheating. The log files show the device was operating within the temperature specifications. Inspection of the log files show signs of power sensitivity issues as the battery level was observed to decrease much quicker than expected. The battery level was observed to decrease from 94% to 3% in 67 minutes. Investigation confirms the battery was unable to hold charge per the design specifications, but the exact cause of the battery unable to hold charge could not be conclusively determined.